Event description:
The customer returned the rhino-laryngo videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a reportable malfunction was found. It was determined that the rubber has crystallization, the universal cord has crystallization, and the control body has crystallization. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable causes are possibly due to some kind of stress such as damage or deterioration of parts, and the device was incorrectly handling during reprocessing and interoperability problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.